Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 402 mg/dl. The customer had symptoms such as metal taste in mouth and treated with manual injection. Customer's blood glucose value was 140 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer stated that the numbers faded away on the screen. The product was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no fading display, missing segments or partial display was noted. The pump was received with a corroded battery tube. The pump was received with a cracked case at the display window corners, a missing end cap sticker, cracked battery tube threads and minor scratches on the lcd window.